Manufacturer narrative:
The sodium electrode lot number was acu68 and the chloride electrode lot number was auq95. The expiration dates were not provided. The field service engineer found buildup on the sipper and vacuum nozzles. He checked and cleaned the ise sipper, vacuum nozzles, and electrode flow path. He performed calibration, qc, and precision with acceptable results. The investigation determined the service actions resolved the issue.

Event description:
There was an allegation of questionable results from the cobas pro ise analytical unit. The initial sodium result was 156.9 mmol/l and the repeat result was 142 mmol/l. The initial chloride result was 118 mmol/l and the repeat result was 106 mmol/l. The repeat results were believed to be correct.